Event description:
Same case as MFR report #: 6000089-2006-02069 and -02070. Clinical trial. It was reported that 146 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a target lesion reintervention (tvr), in-stent restenosis, and a stent thrombosis. The index procedure identified and treated three target lesions. Target lesion one was a de novo, 80% stenosed, moderately calcified, severely tortuous, 3x6mm lesion in the proximal rca (right coronary artery) and was treated with predilation using a 2.5x8mm guidant voyager balloon and deployment of a 3.0x8mm taxus liberte drug eluting stent at 14atm. Target lesion two was a de novo, 70% stenosed, mildly calcified, mildly tortuous, 3x20mm lesion of the mid rca and was treated with direct stenting using two overlapping taxus liberte drug eluting stents measuring 3.0x12mm each. Target lesion three was a de novo, 70% stenosed, moderately calcified, moderately tortuous, 3x14mm lesion of the mid lad (left anterior descending) and was treated with direct stenting using a 3.5x16mm taxus liberte drug eluting stent and post dilated using a 3x16mm balloon at 14atm. All of the lesions treated showed 0% residual stenosis and the pt was discharged four days after later on asa and plavix. The pt returned 146 days following the index procedure and the following was found on angiography: 90% stenosis of the 1st diagonal, 80% in-stent restenosis of the proximal rca, and stent thrombosis of the proximal rca. The 1st diagonal was treated with predilation, deployment of a 2.25x16mm taxus liberte drug eluting stent, and post dilation with the delivery balloon. The rca was treated with angioplasty and deployment of a sorin janus carbostent drug eluting stent resulting in 0% residual stenosis. The pt was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.